Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a spinal fusion surgery, that the surgeon felt some resistance on the thread of the sleeve, when the surgeon was trying to connect the sleeve with the screw. The procedure was completed successfully. The patient was in a stable condition after the procedure. Concomitant devices reported: screws: locking (part number unknown, lot unknown, quantity unknown). This report involves one (1) threaded holding sleeve for polyaxial screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part number: 03.614.017, lot number: 5916769, manufacturing site: salzburg, release to warehouse date: 09 july 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil, selected flow: damage - stripped. Visual inspection: the device is in a used condition; the thread at the forefront was found stripped/damaged preventing the proper function with the mating device. Besides, the green coating at the head has completely come off; however, this wear would not affect the performance of the device - the release function is working properly. Summary the complaint is confirmed as the thread at the forefront is stripped preventing the proper function with the mating device. After a visual inspection per it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.